Manufacturer narrative:
The reported events of ¿lead shows a visible defect¿, loss of capture, high pacing lead impedance and r-wave amp variation were not confirmed. As received, a complete lead was returned in two pieces for analysis. A lead impedance test could not be performed due to the as received condition of the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During a clinic follow-up, an increase in the pacing impedance, r wave amplitude variation, and a loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the revision procedure, lead damage was able to be visually confirmed on the rv lead. The patient was stable and will continue to be monitored.